Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements indicate that the patient has only 4 available channels. The remaining channels have high impedance or are involved in a short circuit. The patient's parents did not report any incident of accident or trauma and there has been no changes in health. The patient was tested in soundbooth and seems to be hearing with the device. Further testing will be conducted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements indicated that the patient had only 4 available channels. The remaining channels had high impedance or were involved in a short circuit. The patient's parents did not report any incident of accident or trauma and there has been no changes in health. The patient was tested in sound booth and seems to be hearing with the device. The patient was remapped and affected channels disabled. As a result the patient has very limited speech understanding. The patient was re-implanted.